Event description:
Non-integration. It was reported that the implant in site 11 failed to integrate. Site had bone loss and was not grafted. The patient has history of diabetes. New implant will be placed in future.

Event description:
Non-integration. It was reported that the implant in site 11 failed to integrate. Site had bone loss and was not grafted. The patient has history of diabetes. New implant will be placed in future.